Manufacturer narrative:
(B)(4). D10: unknown oxford tibial; item # unknown; lot # unknown. Unknown oxford femoral; item # unknown; lot # unknown. G2: foreign - event occurred in south korea. G2: literature - literature source: lim, s., kim, t. H., park, d. Y., sunwoo, j., & chung, j. Y. (2025). Mobile versus fixed-bearing in medial unicompartmental knee arthroplasty: an average 10-year follow-up. Journal of clinical medicine, 14(20), 7144. Https://doi.org/10.3390/jcm14207144 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained that reported a retrospective study from korea. The purpose of the study was to evaluate the mid- to long-term outcomes of medial uka comparing mobile versus fixed-bearing designs between june 2008 and july 2015. The study reviewed 81 patients, 45 with fixed-bearing uka and 36 with mobile-bearing uka. Implants were decided by surgeon preference before october 2012, the zimmer miller- galante system was used for fixed-bearing implants, and the zimmer high-flex knee system was used thereafter. For mobile-bearing cases, the oxford partial knee system was used. Implants were cemented. All surgeries were completed by one senior surgeon with 15 years¿ experience. The study population had a mean age of 57 years at time of surgery; (17 males/64 females). Follow-up was conducted at a minimum of 5-years, with a mean length of follow-up for 10.6 years. The study reported that 2 patients within the mobile bearing group required tka conversion due to pe dislocation and aseptic loosening.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.